Event description:
The arterial line placement was uneventful. However, with ultrasound confirmation of the line visibly in the lumen of the vessel, no flash of blood in the catheter nor blood flow back into the chamber was visible. Visualization of the arterial line catheter in the vessel, advanced the wire. It went without resistance. Advanced the catheter into the vessel and secured then removed the sharp via the needle safety system. Immediately following was arterial blood flow. We connected the arterial catheter to our transducer and of course, had an arterial waveform and blood return.